Event description:
The customer's family member called in to report that the customer was hospitalized for low blood sugar levels. The family member stated that there were two different alarms that occurred on the pump. The customer had told the family member that the pt had to keep rewinding the pump, as well as, reset the pump settings. The family member reviewed the prime history and it showed a large unit amount. The family member stated that the customer was so worried with the alarms and customer was not disconnected from the pump while doing the manual prime. The customer was educated on the importance of disconnecting from the pump when doing a prime. The family member was advised about the alarm that occurred on the pump. The family member was also instructed to have the customer stay off the pump until the replacement pump arrived.